Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the missing magnet in the latch inseparable caused the sensing failure. A field service engineer found drawer 3 was not sensing closed, replaced the latch insep due to a missing magnet, and verified proper functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. Customer tried to reboot and recover the drawer, but issue doesn't resolve. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. However, there were no adverse events or injuries reported based on this event.